Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2678 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. D19668) for female sterilisation. The patient had a medical history of endometriosis, constipation, dyspareunia, adenomyosis, obesity, anxiety, depression, bleeding, chest pain, pelvic pain, adenomyosis, menometrorrhagia, endometriosis, endometrial polyp, menometrorrhagia and pelvic pain (right pelvic pain left pelvic pain). Previously administered products included: amoxicillin. The patient had a family history of breast cancer, ovarian cancer and migraine headache. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2661 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (bilateral salpingectomy & hysterectomy uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted : insertion date. As per argus (B)(6) 2015. As per mr : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: a. Uterus: hysterectomy: benign inactive endometrium and adenomyosis benign non-dysplastic cervix gross description: metallic coils are present at each cornu. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received :lot number, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. D19668) for female sterilisation. The patient had a medical history of endometriosis, constipation, dyspareunia, adenomyosis, obesity, anxiety, depression, bleeding, chest pain, pelvic pain, adenomyosis, menometrorrhagia, endometriosis, endometrial polyp, menometrorrhagia and pelvic pain (right pelvic pain left pelvic pain). Previously administered products included: amoxicillin. The patient had a family history of breast cancer, ovarian cancer and migraine headache. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2661 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (bilateral salpingectomy & hysteroctomy uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Discrepancy noted : insertion date: as per argus (B)(6) 2015. As per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: a.uterus: hysterectomy: benign inactive endometrium and adenomyosis. Benign non-dysplastic cervix. Gross description: metallic coils are present at each cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2678 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.